Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/20/2016 the incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not open after activation and cutting. No patient was involved in the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of initial report: 09/20/2016. Date of follow-up report: 11/21/2016. One used lf1500 ligasure device was received, and evaluation of the sample could not confirm the reported issue with opening the jaws. Visual inspection of the returned device found the plastic was yellow and discolored. Testing shows the jaws would open and close, as well as operate normally when the handle was used. However an alternative issue was identified where the handle would not latch closed. Further examination found this to be due to a damaged ski guide, where the ski tabs that catch to lock the device had broken within the handle. The investigation could not reliably determine the cause of the damage. A review of the device history records for this lot found no potentially contributing factors.